Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2208-70, serial #: (B)(4), description: st linear lead 70cm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's implant site was infected. The patient was treated for infection. No additional information could be obtained.